Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection found that the sl10 lot number was seen on the device hub. The stent delivery wire (sdw) was seen to be kinked/bent. The stent was returned deployed in the microcatheter. The stent was seen to be deformed and the introducer sheath was intact. Functional inspection show that the stent was found to be deployed inside the catheter, a patency mandrel was used to advance the stent out. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The as analyzed sdw kinked/bent, stent deployed prematurely during use and stent deformed will be assigned to this investigation. The reported event is covered in the device directions for use direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The sdw was kinked bent, the stent returned with the sl-10 microcatheter and was found to be was deformed. Based on the event description and analysis the as reported can be confirmed. The as reported as well as the as analyzed listed in the grid below will be assigned procedural factors for stent deployed prematurely during use as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject stent prematurely deployed during use. There were no clinical consequences to the patient reported as a result of this event.